Manufacturer narrative:
This was initially reported on the summary report dated 12/28/2015 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced stress urinary incontinence and scarring. The device was partially explanted. Furthermore, it was reported that the plaintiff died. The cause of death reported was multiorgan failure. Related to manufacturer report #: 3011770902-2016-00304.